Event description:
The medical device known as a face mask to mitigate the infectious disease of sars-cov-2 made my sinus infections chronic (they would not go away), gave me horrible headaches, increased anxiety. FDA safety report ID# (B)(4).